Event description:
The account stated that error code 1007 (unable to process test, activated read failure) was generated on the architect i2000. The issue impacted patients results of hepatitis b surface antigen (hbsag), which was retested as negative and hepatitis c virus antibodies (hcv). No impact to patient management was reported.

Event description:
The customer contact reported the device did not sound an audible alarm tone during an alarm condition. The device was returned to the biomedical engineering department with an unsigned note indicating an alarm condition. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. During testing at the user facility, the device did not sound an audible tone during an alarm condition. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). This is the final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.